Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a protruded drive support disk. The alarm for the protruded drive support disk could not be verified due to the motor error alarm. The insulin pump was received with a cracked display window corner, cracked battery tube threads, a cracked reservoir tube lip a cracked belt clip slot and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received an a33 alarm, which was a compromised force sensor system, while doing a set change. Customer's blood glucose was 330 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.